Event description:
Event description guidant received information that during a routine follow-up visit, this device was unable to establish telemetry or be interrogated with two different zoom programmers. A guidant representative evaluated the device the next day. Telemetry and interrogation could not be established with another programmer. The pacemaker was pacing appropriately; however, the magnet rate was difficult to obtain because the patient was paced at approximately 100ppm. The device was explanted, replaced and returned for analysis.